Event description:
It was reported that spinal needle 27ga 3-1/2in had foreign matter in the needle. This was discovered before use. The following information was provided by the initial reporter: possible presence of oxidation in the needle. Additional information: the defect was noticed before the use. There was no report of any damage.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/20/2020. H.6. Investigation: bd received two 27 gauge spinal needles from lots 9051791 and 9234800 for evaluation. A review of the device history record was performed for the reported lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed small oxidation on the needled of the first sample and slight oxidation at the tip of the second unit. Sample two also showed a slight color difference in the needle hub when compared to the first sample. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9234800. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-08-29. Medical device lot #: 9051791. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that spinal needle 27ga 3-1/2in had foreign matter in the needle. This was discovered before use. The following information was provided by the initial reporter: possible presence of oxidation in the needle. Additional information: the defect was noticed before the use. There was no report of any damage.